Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross a lesion in an unk vessel with a taxus express2 2.5x24mm drug eluting stent. The stent would not cross the lesion. When the stent was removed, it was noted that one of the proximal struts were lifted. The procedure was completed with another taxus stent of an unk size. No pt complications were reported and pt status is satisfactory.